Event description:
Healthcare professional reported "deflation." This record is for the left side. Device remains implanted.

Manufacturer narrative:
This is a follow up report to medwatch submitted 9617229-2020-09107. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6

Event description:
Healthcare professional reported "deflation." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events of deflation was received on july 22, 2025, with catalog number mcghan-300. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as an unidentified (tear) opening and observed a broken plug strap assessed as an unidentified (tear) opening. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.